Event description:
Ambulance personnel were attending to a patient, condition unknown. Allegedly during an attempt at monitoring the patient's ECG the monitor displayed an appropriate ra leads off message. The electrode was reconnected properly however the device continued to display the message and would not display the patient's cg. There were no adverse effects to the patient reported as a result of the alleged malfunction.